Event description:
On (B)(6), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During advancement of a contralateral leg component, the sheath would not advance all the way. The physician attempted to push the device up without the sheath. The device was pushed half way out of the sheath. The device would not advance so the physician began to withdrawal the device and sheath. It was noticed the polyimide tubing had separated from the catheter. The graft partially deployed in the sheath. Both the device and catheter were removed from the pt. Another contralateral leg component and sheath were used and the procedure was completed with no further complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Eval summary: the returned product showed that the polyimide guidewire lumen detached at the proximal junction, and the deployment knob remained screwed down. This indicates the deployment was initiated without pulling the deployment knob. The event description states, the device was pushed half way out of the sheath. The warning section of IFU clearly states, "do not advance the device outside of the sheath." The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.